Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11. During on-site inspection a getinge field service engineer (fse) found that the fault reported by the customer was not found and the equipment test was normal. The equipment passed all the performance and safety index tests specified by the factory. The equipment has been delivered to the customer and can be used clinically. Suspect device originally distributed as a cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.

Manufacturer narrative:
Due to character restrictions in block e1 site name: (B)(6) hospital. Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine inspection, the cs100 intra-aortic balloon pump (iabp) unit has leakage. There was no patient involved.